Manufacturer narrative:
Both the sureform 45 stapler instrument and the white reload were received for evaluation. Failure analysis replicated and confirmed the reported event. Visual inspection of the reload confirmed that the knife appears to have rotated sideways and the edge dug into the cartridge wall. The knife was still contained within the shuttle knife seat; however, the knife seat had been broken by the force of the rotation. The evidence, specifically the damage to multiple cartridge locations, suggests a large force may have caused the knife to dislodge from the shuttle. During the rotation, the knife seat of the shuttle was broken by the force, and allowed the cutting edge to travel deep into the cartridge wall. Shuttle material was retained by the cartridge and had no potential for fragments. The bend in the knife was likely due to high torque applied to the knife after it dug into the side wall. Eventually, once the knife rotated a certain amount, the cutting edge lodged into the knife slot, which likely caused the fire force to spike, leading to the firing failure. The sureform 45 white reload logs indicate the firing completion percentage was about 83% and peak torque was high. The system detected that the firing force had reached the threshold, and after 3 pauses for compression, the firing progression was stopped. The surgeon of this procedure reported that they were only stapling on a vessel; however, internal investigation suggests that the damage observed to the reload components is likely related to excessive loading due to firing across an obstruction during the firing of this reload. At this time, it is unclear what caused this malfunction to occur. The sureform 45 stapler instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken stapler reload piece, an investigation is pending to determine the cause of this reported event. Isi has requested to have the white sureform 45 reload returned for failure analysis evaluation. However, as of the date of this report, the device has not been received. Therefore, the root cause of the customer reported failure mode cannot be determined. The logs show sureform 45 stapler instrument was installed on the system 4 times and fired 4 reloads (3 blue, followed by 1 white). On install 1, there appeared to be 3 clamp attempts prior to the firing. The firing was complete with no pauses for compression. On the next 2 installs, the first clamps were successful, and the firings were completed with no pauses for compression. On the 4th install, the first clamp was successful, but was followed by the firing, which stopped at about 83% completion, after a duration of about 36 seconds. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument fired a white sureform 45 reload across the pulmonary artery (pa) and experienced a partial fire. The surgeon who performed the procedure said this was the first fire with this stapler instrument. He was firing across the truncal branch of the pa. About three fourths through the pa, the white sureform 45 reload fire stopped and a message was received stating the tissue was too thick to continue. The surgeon said they do not think the tissue was too thick as it was only the pa in the jaws; no other tissue or obstructions. The surgeon said he saw a deformity in the reload and stapler while firing. He described that the staples were not properly meeting the anvil of the stapler, which was causing malformed staples. The surgeon attributed this event to the cause of the error message stating tissue was too thick. Additionally, there was a piece of the reload that broke during this event. It was reported that no fragments fell into the patient. The surgeon successfully unclamped the stapler and observed the staple line; the staple line was intact with no bleeding. There was still about a fourth of the vessel left to be cut, so the surgeon installed a blue sureform 45 reload and fired it to continue the staple line and finish the transection of the pa. The procedure was completed robotically. The surgeon said there was no patient injury, and the patient was discharged the next day without post-operative complications.